Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the sales rep opened the implant, it had perforated through the plastic bag. It was covered in the foam from the internal packaging. Another stem was used to complete the procedure. No adverse events have been reported as a result of this malfunction. Attempts have been made and no further information has been provided.